Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and returned test strips. Most likely underlying root cause of malfunction:user had an inaccurate reference. Manufacturer contacted customer within 24 hours phone call on (B)(6) 2016 and follow up phone calls on (B)(6) 2016 for knowing customer's conditions and ensure the new replacement product solved the initial concern; unable to talk to customer, phone is disconnected. Letter was sent.

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 310, 292 and 263 mg/dl. The customer's expected fasting blood glucose test result range is 170 mg/dl. The customer reported feeling drowsy. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is (B)(6) 2016. The customer stated he has not had any changes in his diet and he takes insulin to manage his diabetes. The meter memory was reviewed for previous test result history (date not set): a 310mg/dl, (B)(6) 2016 07:37 am, fasting:yes. A 292mg/dl, (B)(6) 2016 07:29 am, fasting:yes. A 263mg/dl, (B)(6) 2016 07:06 am, fasting:yes. A 163mg/dl, (B)(6) 2016 12:33 am, fasting:yes. A 242mg/dl, (B)(6) 2016 08:46 am, fasting:yes. Memory concerns:the customer is concerned with the 310, 292, 263 and 242mg/dl in the meter's memory customer was advised to seek medical attention due to symptoms reported. The code chip on the side of the meter does not match the product test strip. The customer does not have any of those strips left. Customer did advise the importance of changing the code chip each time to match the vail of test strips. If the code does not match the strips the blood results will be inaccurate. The customer has not had any changes in diet, customer tests on fasting mode. No back to back blood test was done due to the code chip not matching the test strips.